Manufacturer narrative:
The reported event of lead damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection found cut to the connector boot at the connector region. The cause of the cut to the connector boot is consistent with that occurring at the time of the procedure. The s-curve hump height was measured within specification.

Event description:
During an unrelated device replacement procedure, there was insulation damaged noted on the left ventricular (lv) lead. The lead was explanted and replaced and the patient was stable with no consequences. Related manufacturer report number: 2938836-2016-15191.